Event description:
Device 2 of 2: reference MFR report number: 3006705815-2019-00335.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report number: 3006705815-2019-00335. It was reported that the patient had previously only been getting stomach and thigh stimulation. In turn, the patient underwent surgery wherein one of the leads was replaced. Post-op, therapy was restored to the lower back where it was needed. It is unknown which lead was replaced, therefore both leads are being reported.